Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for npi pain, difficult/unable to operate & breaks off during use. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ pen needle the patient experienced pain at injection site due to having push button issues and pen was depressing slower than normal or not at all. Patient had to hold the button longer and as a result the pen needle broke off in stomach and part of needle remained in site. The following information was provided by the initial reporter: a patient receiving therapy with levemir flex touch with bd needles reported pain at the injection site on the belly due to push button issues, clarified as push buttons would depress very slowly and sometime not depress at all. The patient had to hold and depress the button longer and as a result, the bd needle broke off in the patients belly. Part of the needle remained in the belly.